Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer failed to properly cycle the cartridge, was using cold insulin, and was also wearing the cartridge tubing facing up. Tandem clinical support educated the customer to properly cycle the cartridge before use, use room temperature insulin, and to wear cartridge facing down when in use. Customer changed cartridge and infusion set to address the issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer administered a manual injection to address their bg level.